Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 100 to 125 mg/dl. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strips lot MFR's expiration date is 05/29/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 158mg/dl (B)(6) 2015 08:39am; 170mg/dl (B)(6) 2015 09:26pm; 68mg/dl (B)(6) 2015 09:24pm; 195mg/dl (B)(6) 2015 09:19pm; 139mg/dl (B)(6) 2015 02:32pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: improper storage of test strips.